Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she got a rash and infection during the three days she was wearing the sensor. The sensor caused bleeding, puss, and a lot of pain. Customer's doctor told her not to wear the sensor at all. Customer has not worn the sensor since. Customer's blood glucose was unknown. She declined speaking with help line. Nothing further reported.